Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The patient was scoped, and the cuff was determined to not be properly coapting. All components were removed and replaced, and a 3.5 cm cuff was replaced by a 4.0 cm one. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for ballon is (B)(4).